Manufacturer narrative:
Device evaluated by MFR: customer report of separated connector from qd cannula was confirmed. As received, the connector end of the cannula was separated from main cannula body. No indications of bonding material were found on both the detached connector end and the cannula body end. No other visual damage, contamination, or other abnormalities were found to the device. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. A manufacturing defect was confirmed. Supplier, design, IFU, and labeling defects were not confirmed. Complaint trend was reviewed and found to be in control. Root cause is being investigated in a CAPA.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. These cannulae are used to divert large volumes of blood from the heart to the cardiopulmonary bypass machine during cardiac surgery procedures. If not detected prior to use, the bypass machine may alarm for decreased flow. A partial or complete separation will require exchange of the cannula, temporary interruption of bypass, and in a worst case scenario retrieval of the device fragment. Depending on the location of the fracture/separation, it may also result in significant blood loss. A definitive root cause could not be determined at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that the connector came off from this 25fr quickdraw cannula while removing the cannula from the patient after weaning off from the ecc, and the blood inside the cannula was leaked in front of the surgeon. There were no patient complications reported.